Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ pen needle would not deliver insulin. This event occurred 80 times. The following information was provided by the initial reporter: customer informed us that she would have 4 boxes of pcn 320522. Two of them she used and about 40 of 105 needles per box didn't release the insulin. No liquid came out.

Event description:
It was reported that the bd ultra-fine¿ pen needle would not deliver insulin. This event occurred 80 times. The following information was provided by the initial reporter: customer informed us that she would have 4 boxes of pcn 320522. Two of them she used and about 40 of 105 needles per box didn't release the insulin. No liquid came out.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. H3 other text : see h.10